Event description:
During a carotid stenting procedure, the patient suffered an ischemic stroke. Approximately a month and a half post index procedure, the patient expired. The cause of death was reported as neurological. The patient was a female patient who was consented to the study in 2009. The index procedure was completed the same day, and the patient was symptomatic. The target lesion location was the ostium of the left internal carotid artery. There was an occlusion in the contralateral carotid. Reference vessel diameter was 5.5 mm. Target lesion diameter stenosis was 90% with lesion length 3 mm. Total length of stented segment was 40.0 geometry of the target lesion was eccentric. Qualitative lesion calcification was described as moderate, concentric and circumferential. Vessel tortuosity by visual inspection was mild. An angioguard distal protection device was positioned distal to the lesion. Pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of the target lesion. The final target lesion percent diameter stenosis was 12%. There was no debris found in the basket upon retrieval of the angioguard device. During procedure, the patient suffered aphasia and hemiparesis on the right side. The onset was sudden. The duration of the event was permanent. The patient was diagnosed with an ischemic stroke. The procedure was completed. The patient was discharged nine days later. Approximately a month and half post index procedure, the patient expired. The cause of death was reported as neurological.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 1016427-2009-00221.